Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 . Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The diagram showing where the leak was coming from shows the patient line stop cock. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the issue reported by the customer ¿could be due over tightening of the connection and cracking the connector, as the device has not been returned for investigation this could not be determined.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information received: date of event: on (B)(6) 2021, patient: male / 72 years-old, consequences for the patient: new system implanted in operating room.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported cerebrospinal fluid leakage at stop tap of the patient's line (eds drainage system). No additional information available.